Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood sugar levels are all over every time they check. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to an unusual product issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: the bb begins on 2016-03-19. The black box data/histories for the event have been overwritten due to continued use of the pump. Available tdd totals add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.